Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter to obtain add'l info and to have the explanted mesh returned for eval. Additionally, no lot number has been provided, therefore, a mfg review could not be performed. Without add'l info, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004 - repair of incisional hernia with a kugel mesh . On (B)(6) 2007 - ER visit for abdominal pain, dehydration, nausea, and vomiting. Pt treated with IV fluids and pain management. On (B)(6) 2007 - ER visit for vomiting. Admitted to hosp. On (B)(6) 2007 - exploratory laparotomy, lysis of adhesions, explant of mesh. It was noted that the mesh appeared to be folded in spots and that "the mesh was not completely severed, but the ring was beginning to crack in the left mid abdomen."